Event description:
It was reported that the patient presented to the clinic after their device had been beeping for approximately six months. The alert was triggered due to fluctuating and high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The svc was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was variable. Svc impedance has been varying within (B)(4) ohms to (B)(4) ohms since (B)(6) 2014 to (B)(6) 2015. Svc impedance was (B)(4) ohms in the week of (B)(6) 2014. (B)(4).